Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('constant pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular period"), asthenia ("complete loss of energy"), loss of libido ("sex drive"), decreased interest ("lack of interest"), gastrointestinal disorder ("bowel problems") and dyspepsia ("digestive problem") and was found to have a pregnancy with contraceptive device ("I was pregnant"). The patient was treated with surgery (essure removed (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menstruation irregular, asthenia, loss of libido, decreased interest, gastrointestinal disorder, dyspepsia and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, asthenia, decreased interest, dyspepsia, gastrointestinal disorder, loss of libido, menstruation irregular and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - irregular period, complete loss of energy, sex drive, complete lack of interest, constant pain, bowel and digestive problems, pregnancy with micro essure insert and device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2020: pif received: "previously reported event abdominal pain made medically significant and intervention required due to surgery". Reporter and essure removal date added. Event: injury nos were deleted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('constant pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular period"), asthenia ("complete loss of energy"), loss of libido ("sex drive"), decreased interest ("lack of interest"), gastrointestinal disorder ("bowel problems") and dyspepsia ("digestive problem") and was found to have a pregnancy with contraceptive device ("I was pregnant"). The patient was treated with surgery (essure removed (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menstruation irregular, asthenia, loss of libido, decreased interest, gastrointestinal disorder, dyspepsia and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, asthenia, decreased interest, dyspepsia, gastrointestinal disorder, loss of libido, menstruation irregular and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - irregular period, complete loss of energy, sex drive, complete lack of interest, constant pain, bowel and digestive problems, pregnancy with micro essure insert and device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.